Event description:
It was reported that the thread with which the holding sleeve is fixed is broken off. Part of the thread remained in the screw. The screw was removed and the broken part is stuck in the screw and replaced with a new one. The holding sleeve does not function anymore. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the holding sleeves thread-wall actually snapped off in the screw. Therefore, we are assuming that a very high mechanical load during an operation lead to this damage. The problem has been recognized and the thread-wall will be strengthened accordingly. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)